Manufacturer narrative:
Concomitant medical products: 429688 lead, implant date: (B)(6) 2015; 638rl28 heart ring, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion of a dual chamber implantable pulse generator (ipg). It was noted the ipg had been used as a bi ventricular pacemaker. The device was removed and replaced with a bi ventricular pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 93.6% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.